Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was on disconnect mode and unable to dial in to the station. The customer stated that they verified the port and tried to reboot but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnect mode. A field service engineer (fse) verified that the station was online in remote support service but could not be dialed into and that patch deployments failed. The station connected successfully on a hotspot but repeatedly disconnected on the hospital network. The latest rss packages were reinstalled, a data sync was completed, and the station logged in but continued to drop connections. The fse worked with information technology, rebooted the station, reimaged it in the pharmacy work area, and replaced all in one, confirming stable connectivity in other locations. The issue was determined to be likely related to the site patch panel or network drop, and subsequent monitoring confirmed the station was stable and operating properly. The system functioned as intended after the field service engineer repaired the device.